Event description:
The complainant reported that during therapeutic implant of a vaxcel plus dialysis catheter in a pt (age and gender unk), the physician found it difficult to peel the sheath and it did not open along the perforation. The physician successfully completed the procedure using this sheath. The complainant reported that there was no adverse affects on the pt as a result of the reported malfunction.

Manufacturer narrative:
A device history record review was performed. All incoming records and device history records appeared normal and no quality related issues or mfg related deficiencies were noted at the time of MFR. There have been six complaints reported by this hosp, on the same day for similar incidents. The february 2007 15-month trend report for all complaint failure modes was reviewed; no adverse trends were noted. The complainant reported that the device would not be returned for eval; therefore, a physical eval can not be performed. At this time, we are unable to determine if the device met specifications. Without receiving the product for eval, we are unable to definitively determine a root cause for this incident. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.